Event description:
Caller states that the patient tested 4.2 inr on the coaguchek test system and 3.2 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at a medical facility. Coaguchek test system: meter, test strip lot 396a-a16, exp 02/29/2008, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.